Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer replaced the ion selective electrode (ise) electrodes to resolve the issue.

Event description:
The customer reported obtaining false high ion selective electrode (ise) results involving the au5800 clinical chemistry analyzer. The false high results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the false high results. There was no change to patient treatment in association with this event.